Event description:
Healthcare professional reported left side "patient's concern with the product". Additionally, healthcare professional reported "hole." Device has been explanted.

Manufacturer narrative:
Correction to previous medwatch: parent aware date and medwatch aware date should have been 09/02/2020.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis identified red particles on the shell, wear abrasion, red biological tissue, crease fold, and an opening on the radius. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "patient's concern with the product". Additionally, healthcare professional reported "hole." Device has been explanted.